Event description:
It was reported by the rep that the device was used during a mammotome biopsy procedure. The stainless steel tip of the c1530 clip came off in pt's breast. The dr stabilized the plastic hub with one hand and withdrew inner stylet with other hand. He did not feel any resistance. When stylet came all the way out, the purple introducer did not slide back with it, because the stainless steel tip had come off of the inner stylet. Tip was left in pt's breast.